Event description:
The pt contacted lifescan and alleged the surestep enhanced meter was reading inaccurately low. The medical affairs specialist contacted the pt to verify the info. Over the previous 3-4 days the pt had noticed their readings were "lower than normal." Pt noticed the decimal point but ignored it and stopped taking their evening dose or novolin 70/30 14 units because of the low readings. Their routine medications were 34u 70/30 novolin in the morning and 14u at night. Pt felt shaky at times and went to the dr's office to have their blood glucose checked where the reported meter was presumed 134 mg/dl (actually 13.4 mmol/l) and on the unk meter 296 mg/dl. The pt did not tell the dr or nurse that they had noticed a decimal point and they did not notice it. No treatment was given. The customer care rep performed troubleshooting and the unit of measure, time and date were corrected. The pt does not recall entering the set up mode, however may have inadvertently. No control solution. There is no indication the product malfunctioned, however since the pt did not do anything when pt noticed the decimal point, had symptoms, and stopped taking their evening dose of insulin there is indication of user error that may have contributed to adverse event.